Event description:
Pt status post opal spacer implantation, date unk, was discovered to have the opal spacer migrating posteriorly. The pt was returned to the operating room on an unk date and the surgeon removed the spacer and performed additional decompression with revision to a non-synthes product.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.